Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported a ventricular episode was seen in the arrhythmia logbook. Further review showed noise on the right atrial and right ventricular channel of varying amplitudes. Possible oversensing was seen due to an external source. The patient was not pacemaker dependent and further follow up were scheduled. The device remains implanted. No adverse patient effects were reported.